Manufacturer narrative:
The device was received with the formed needle fully retracted; no exposed needle was observed. Inspection of the device found no damages or defects that would contribute to a needle mechanism failure. During the investigation the needle mechanism was reset to the not deployed position, and the device functioned properly during manual deployment. Although no problems were found, it could not be determined when the needle retracted. A root cause for the reported needle mechanism failure could not be conclusively determined. The pod was able to communicate with the master pdm to retrieve the device data. No timeouts or drive stalls were seen in the data, and no alarm codes were generated. During the investigation the device successfully paired with a pdm and delivered a 5 unit bolus with no communication errors or other issues occurring. No damages or defects were found with the device that would contribute to a communication error. The cause of the reported communication error could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation and that they received a communication error message. The patient's blood glucose (bg) values reached 156 mg/dl.